Event description:
It was reported that a baby fell out of the isolette in a private pediatric room, with no witnesses. The mom was in the washroom, and the dad was on the couch, possibly asleep. Mom came in to find the baby on the floor and notified the staff, as no nurse was present in the room. A code was called to get support, baby was fine, no issues after assessment. It was noted that there are visible stickers on the isolette stating do not leave unattended. It was stated that the incident it is a little suspicious as when the door is dropped opened, it makes quite a loud noise, enough to get the parents attention. The details regarding how the baby fell out of the device are not clear in regards to if a device malfunction is being alleged or if the door was left opened.

Manufacturer narrative:
Note - MDR initially submitted in error under 2510954-2021-00005 on 4nov2021. Submission rejected as duplicate on 6nov2021. MDR submitted again under 2510954-2021-00006 on 18nov2021. Additional details regarding the event were provided; the nurse stated, "it appears that the rear door of the incubator was not properly latched and the infant rolled or moved in the incubator and fell out the rear door". The patient was settled in the incubator for phototherapy, it was the whole rear door [the patient fell out through], not the small doors that you can put your hands through, the mattress was in the flat/level position. The device was pulled from service and the access panel latches (i.e. Locking knobs) were inspected by the hospital's biomed technician. The biomed technician confirmed that the door latches were in good working condition. There is no indication a draeger device malfunction occurred. The IFU also cautions the user with following: warning - risk of death or serious injury. Positively secure all hand port latches and access panel locking knobs to avoid accidental opening. Warning - risk of death or serious injury. For infant safety, do not leave the infant unattended when the access panels or hand ports are open. Additionally, the isolette 8000 provides warning labels on the front and back of the hood instructing not to leaving the infant unattended when the access panels are open.

Manufacturer narrative:
A follow-up report will be submitted upon completion of this investigation.

Event description:
It was reported that a baby fell out of the isolette in a private pediatric room, with no witnesses. The mom was in the washroom, and the dad was on the couch, possibly asleep. Mom came in to find the baby on the floor and notified the staff, as no nurse was present in the room. A code was called to get support, baby was fine, no issues after assessment. It was noted that there are visible stickers on the isolette stating do not leave unattended. It was stated that the incident it is a little suspicious as when the door is dropped opened, it makes quite a loud noise, enough to get the parents attention. The details regarding how the baby fell out of the device are not clear in regards to if a device malfunction is being alleged or if the door was left opened.